Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 8 mdrs filed for the same event (reference 1825034-2014-00907 / 00913 & 00926).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2008 and a left total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reports patient allegations of pain, bone/tissue damage, loss of range of motion and elevated metal ion levels. Subsequently, patient underwent a right hip revision procedure on (B)(6) 2013. Patient's legal counsel further reported that dark fluid and metallic debris were allegedly noted during the revision procedure. Review of invoice history confirmed the modular head, acetabular cup, femoral stem and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the patient's right hip revision operative report noted patient underwent a revision on (B)(6) 2013. Operative report noted the presence of dark fluid, metallic debris staining, metal debris under the acetabular cup, osteolysis, loose acetabular cup, wear damage on the head, and the taper was cold welded and could not be removed from the stem. All components were removed and replaced. Operative report further notes the patient underwent a left total hip arthroplasty on (B)(6) 2009.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2008 and a left total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reports patient allegations of pain, bone/tissue damage, loss of range of motion and elevated metal ion levels. Subsequently, patient underwent a right hip revision procedure on (B)(6) 2013. Patient's legal counsel further reported that dark fluid and metallic debris were allegedly noted during the revision procedure. Review of invoice history confirmed the modular head, acetabular cup, femoral stem and taper adapter were removed and replaced. There has been no reported left hip revision procedure. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.